Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 4.5 inr on the coaguchek xs plus system while a comparison lab returned as 3.3 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.